Event description:
A ventilator was returned to the manufacturer because, due to an allegation of a broken screen, it did not meet the acceptance criteria of the evaluation process. The evaluation confirmed a blank screen during the device's evaluation at the manufacturer's service center. The device was scrapped.